Event description:
Customer reported an under infusion of saline. The user reported saline 500 ml was to infuse (rate not provided) but after 1 hour, only 300 ml had infused. Customer stated that the event occurred in the ed. There was no pr harm reported and no medical intervention was required. No further pt or event info was provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned at this time pending log review results. The device event logs and data set have been received for investigation. A f/u report will be submitted once investigation has been completed. Logs received and review pending.